Manufacturer narrative:
Approximate age of device - 1 year. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, healthcare provider stated that the patient was not on an anti-platelet due to a gastrointestinal bleed(gib), but was placed on plavix which resolved the bleed. The patient was then discharged.